Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Concomitant products exceeds character limitations: (only the terumo kit that was opened to complete the case).

Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, about halfway through the ligation phase, he experienced a shutdown of the vasoview hemopro 2. Unfortunately, this shutdown occurred while sealing a larger branch, which resulted in severe bleeding inside the leg. There were no additional interventions required to stop the bleeding, the pt did not require a blood transfusion as a result of the leg bleed. The pt did receive additional blood after surgery, which is usual for that surgeon. There is not record of blood loss specific to the leg. There was no pretest done at the beginning of the case. He did not hear beeping nor did he see any burning. He waited and tried to activate the device again but it would only beep for one or two seconds, then stop working again. He changed out the power supply with no difference, then opened a terumo kit to complete the case. Once the vein had been harvested and the case progressed as usual, he tried the original device once more. This test was after not activating the device for quite some time. The device would only beep/burn for one second, then shut down again. He opened another, new kit and the device worked fine. He purposefully times out the device by applying continuous energy until it shut off. He then tried to use the device after that and it would not work. He waited a length of time and tried again, but the device still would only burn for one or two seconds then shut down again. The beeping sound was heard when the toggle was pulled back but then was not. It seemed like the device was activated when the beeping was heard, but not activated when the beeping stopped. Setting on the power supply was 3. The extension cable was not swapped out. No patient injury. There was a delay in the case.

Manufacturer narrative:
(B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4). The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000493501 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.